Manufacturer narrative:
A getinge field service technician will be sent for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: the event occurred on the chinese market. It is a significantly similar device to "heart lung machine hl 20" which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl20 with catalog number 701043267.

Event description:
The event occurred in china during start up. It was reported that the error message ¿eeprom¿ was displayed on the hl 20. No harm to any person has been reported. According to the hl20 service manual the error message "eeprom" indicated that the internal instruction code memory is faulty. Since the reported error message: "eeprom" could lead to an unintentional pump stop a report is required. Complaint ID: 1279094

Manufacturer narrative:
It was reported that the error message eeprom was displayed on the hl 20. The issue was observed during startup of the device. No harm to any person has been reported. According to the hl20 service manual the error message eeprom indicated that the internal instruction code memory is faulty. The customer decided to order repair for the device in question. Therefore, a getinge field service technician (fst) was sent for investigation and repair. The pump control board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The reported error message: eeprom was already investigated by the getinge life cycle engineering within a similar complaint. The most probable root cause could be determined to a defective eeprom module (ic7) on the pump control board. The device was manufactured on 2024-05-13. The device history record (DHR) of the hl20 (material: 701043267, serial: (B)(6)) was reviewed on 2025-06-12. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: eeprom could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message eeprom was displayed on the hl 20. The issue was observed during startup of the device. No harm to any person has been reported. According to the hl20 service manual the error message "eeprom" indicated that the internal instruction code memory is faulty. The customer decided not to order repair for the device and will get a new roller pump as a replacement instead. The most probable root cause can be linked to hl20 risk assessment: (un)intended wrong setting by user because of misunderstanding, knowledge error, memory failure: alarm limits, intervention limits, rpm setting, pump mode. The device was manufactured on 2024-05-13. The device history record (DHR) of the hl20 (material: 701043267, serial: (B)(6) was reviewed on 2025-06-12. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: eeprom could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).